Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-08. Investigation summary: a complaint of a broken set was received from the customer. One sample was provided to aid in the investigation of this defect. Through visual inspection, the customer complaint was verified. A partial cut was found on the extension tubing. A device history record review was completed by our quality engineer team for provided lot number 9175092. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A definitive root cause could not be determined, but a probable root cause for this error is incorrect activation of the device. If the IFU usage recommendations are not followed, it is possible for the needle to hit the slide clamp and cut the tubing.

Event description:
It was reported that 3 saf-t-intima w/y adapter yel 24ga x .75i experienced tubing rupture and blood splash during use. The following was reported by the initial reporter: " successful puncturing and withdrew the needle, it was found that the end of tube was broken when the nurse was prepared to seal the tube, blood came out."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 saf-t-intima w/y adapter yel 24ga x .75i experienced tubing rupture and blood splash during use. The following was reported by the initial reporter: " successful puncturing and withdrew the needle, it was found that the end of tube was broken when the nurse was prepared to seal the tube, blood came out."